Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial hcg result was 1.39 miu/ml. The result was reported outside of the laboratory. The doctor questioned the result as the patient had reported having several positive urine pregnancy tests and the sample was repeated. The sample was repeated twice and the results were 309.1 miu/ml and 310.8 miu/ml with flag. The repeat results were deemed correct. The hcg reagent lot number is 643770. The expiration date was requested but not provided.

Manufacturer narrative:
Calibration was last performed on 08-mar-2023. Qc was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found slight discoloration on a small section of the pipetting tubing and replaced it. An adjustment was also made to the sipper probe. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.